Manufacturer narrative:
(B)(4). The reported backup vvi mode was confirmed and due to multiple bits flipped. Extensive testing could not reproduce the multiple bits flip, thus, the reason for the multiple bits flipped could not be determined.

Event description:
It was reported that the device was in back up vvi mode and was replaced. No other consequences for the patient than device replacement were reported.